Event description:
Patient presented to the physician with ipg incision infection post-revision procedure. Patient presented back to the physician with continued infection. Physician prescribed another round of antibiotics and referred the patient to infectious disease physician.

Event description:
Patient presented back to the physician with the ipg exposed through the skin. Physician brought the patient into the or and removed the ipg, sense lead, and a portion of the stimulation lead.